Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and excessive no delivery test. The following physical damage was noted: cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that they were in a motorcycle accident and were hospitalized. The customer's blood glucose at the time of hospitalization was 220 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer indicated he was in pain due to having several abrasions and cracked ribs. The customer reported there was no physical damage visible on the insulin pump and the device passed the self test. The insulin pump was returned for analysis.